Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of 807:05 was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 807:05, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.